Event description:
It was reported that the device was showing premature battery depletion. Technical services has been contacted to review the data from the device to determine the cause of the pbd. Additional information received on 10/25/2019 indicated that during a follow-up with the patient, an increase of pmt (pacemaker mediated tachycardia) episodes were observed, which led to multiple mtr (maximum tracking rate) pacing episodes. Therefore the battery remaining life estimation time had changed, and the device was working as expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, that the device was showing premature battery depletion. After the data was reviewed by technical service's, it was confirmed that the battery was showing an increase in consumption due to several pmt (pacemaker-mediated tachycardia) episodes which led to multiple mtr (maximum tracking rate) pacing episodes. The device eventually reset and was showing normal depletion. No adverse effects were reported. Additional information: initially the field rep indicated that the device was operating as expected, after the initial review of the device by technical services. This information was received on (B)(6) 2019. Since that time, another disk analysis was performed by technical services, and a slow gradual increase in power consumption was observed. The field rep sent another update on (B)(6) 2020, indicating the device was successfully replaced, and that the old device would be returned. To date, boston scientific has not received the device back. Another follow-up request was sent to the field rep asking for the device's location. The rep indicated that the device had been sent back to bsc months ago. Should the device eventually return, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, that the device was showing premature battery depletion. After the data was reviewed by technical service's, it was confirmed that the battery was showing an increase in consumption due to several pmt (pacemaker-mediated tachycardia) episodes which led to multiple mtr (maximum tracking rate) pacing episodes. The device eventually reset and was showing normal depletion. No adverse effects were reported. Another disk analysis was performed earlier this year by technical services, which revealed that there was a gradual increase in power consumption. Therefore, the device was explanted and replaced. Additional information: this device was received for analysis. This report has been updated to include the final analysis results.

Manufacturer narrative:
The device currently remains in service. If the device is explanted and returned for analysis, this report will be updated.

Event description:
It was reported that the device was showing premature battery depletion. Technical services has been contacted to review the data from the device to determine the cause of the pbd. The device currently remains in service.